Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right ventricular (rv) lead was fractured. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.